Manufacturer narrative:
This report originally filed as mfg report num. 1065835-2017-00007, mfg site registration (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As reported by an optical shop, a consumer contacted them to report that she developed an ulcer in (B)(6) 2017, for which her eye care professional (ecp) attributed to contact lens wear. The consumer expressed concern regarding the quality of the affected lot number. It was reported that the event resolved. Additional information has been requested but not yet received.